Event description:
It was reported by the affiliate that during an unk procedure, the surgeon was ligating on the cystic duct and he found clips were not forming. There were no adverse consequences to the patient. Unknown how case was completed.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.